Event description:
Baxter global affiliate reported a pt (pt) became unresponsive during hemodialysis treatment using the system 1000 device. The pt was hospitalized and recovering from a stroke at the time of the incident. The pt's fluid removal goal during hemodialysis treatment was 2.5 kg. Approximately 2.5 hours into their treatment the pt became unresponsive. Their observations were reportedly within normal limits and hemodialysis treatment was subsequently discontinued. Blood samples taken post-dialysis indicated the serum sodium was 120 mmols and bicarbonate was 6 mmols.